Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set was leaking from the connection site between the male luer of the extension set and the distal hub of the IV (intravenous) catheter (non-baxter product). This issue was identified during patient use for a contrast procedure. The nurse replaced the set and the procedure was completed successfully. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.